Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head, the image display was not correct, when an optic was placed, the circle was not filled in. There were no reports of patient harm.